Manufacturer narrative:
The indication for the index procedure was unstable angina pectoris. The pt had two lesions in the proximal left anterior descending and two lesions in the distal left anterior descending. The four lesions were denovo and classified as type c. Four cypher select stents were implanted. The product remains implanted in the pt thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of four products being reported for the same event. Please reference manufacturing reports #: 9616099-2007-02139, 9616099-2007-02140, 9616099-2007-02141, and 9616099-2007-02142.

Event description:
A report was received from the clinical study indicating that approx eleven weeks post index procedure, the pt was admitted to a local hospital were he died of cardio vascular accident (cva). The pt's wife informed this report to the study during the six-month follow up. The cva event was reported by the study as unk if cardiac or non-cardiac related, however as not related to the implanted cypher stents at index procedure. Additional information received indicates that the pt was compliant with the prescribed antiplatelet regimen. The death certificate says "cerebrovascular accident" directly lead to death. There were no antecedent causes. Heart disease was listed as a co-morbid condition but not related to the cause of death. There is no prior history of cerebrovascular disease and it is not know if the cva was hemorrhagic, embolic or thrombotic. An autopsy was not performed and the death certificate will not be available, as the family has deemed it confidential information.